Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery in an ophthalmic console cutter did not work. The surgery was completed by selecting different settings with no reports of patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The vit valve was replaced to address the issue. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. A service record (sr) relevant to the reported complaint was found. Sr was opened on to address the reported event. The root cause of the reported event is attributed to the l5 vit valve cable assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).